Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 44 mg/dl; cause was unknown. Bread was consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values from 47-52 mg/dl were recorded by continuous glucose monitor (cgm) from 6:30:49 am to 7:10:48 am on (B)(6) 2019. Cgm alert 1 (cgm low alert) enunciated. On (B)(6) 2019, at 12:01:47 am and 2:10:35 am, the user made bolus requests while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure. Correction -h4